Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date in 2010, the patient was diagnosed with bacterial peritonitis. The cause of the peritonitis was unknown. Treatment rendered for the bacterial peritonitis was not reported. In 2010, dianeal therapies were withdrawn, and the patient was transferred to hemodialysis (hd). The reporting nurse stated that the peritonitis was unrelated to the dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient's discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.